Event description:
The user facility reported that a 78-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced malpositioning. While repositioning, the pump was pulled back across the aortic valve. Multiple attempts were made to wirelessly recross the valve, but they were unsuccessful. The device was removed as a result and a new pump was placed without issue. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported malpositioning was completed. The device was not returned for evaluation. Analysis of the data logs confirmed the pump entered the aorta and that the correct positioning was unable to be reestablished. The root cause of the positioning issues was determined to be use related as the device was accidently pulled back across the aortic valve during repositioning. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.